Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(4), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(4), 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(4), 320-15-05 - eq rev locking screw. (B)(4), 320-20-00 - eq reverse torque defining screw kit. (B)(4), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(4), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(4), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(4), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(4), 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(4), 531-20-00 - shldr gps rvrs drill kit. (B)(4), 531-78-20 - shouldr gps hex pins kit. (B)(4), a10012 - gps implant kit v2.

Event description:
As reported, the male patient had an initial left tsa on (B)(6) 2021. The event was a stage 1 revision of an exactech reverse shoulder. The implants were removed with an antibiotic spacer implanted. At this stage the plan is to revise to an exactech navigated shoulder once the infection is gone. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.